Event description:
It was reported that this patient was initially seen in the emergency department due to chest pain. The patient returned to the clinic and it was found out that this right ventricular (rv) lead exhibited loss of capture at maximum output. Additional information obtained from the field which indicated that there was lead perforation. The lead was repositioned. Additional information received which indicated that the issue was resolved and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was initially seen in the emergency department due to chest pain. The patient returned to the clinic and it was found out that this right ventricular (rv) lead exhibited loss of capture at maximum output. Additional information obtained from the field which indicated that there was lead perforation. The lead was repositioned. No additional adverse patient effects were reported.